Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The complaint was confirmed. The device has a broken needle point. The typical cause of this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an open rotator cuff repair, the tip of the needle broke off and was not retrieved. The x-ray confirmed the fragment was still in the patient. Male patient. Follow-up investigation: surgeon had already made approximately 6 passes with the first scorpion needle. Sales rep recommended switching to a second needle. The needle broke halfway through the procedure. The broken tip was stuck in the mid substance of the rotator cuff. X-ray was immediately taken and tip was seen. Surgeon tried to triangulate to retrieve it but was unable to retrieve. A third needle was opened to finish the case.